Manufacturer narrative:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance and during functional testing on march 25, 2021, the drive train motor brake was released continuously and the lcd screen was blank. The root cause of the observed issues was the defective processor board. The defective processor board was likely attributed to mishandling such as a drop or a defective component. The defective processor board was replaced to remedy the issue. In addition, during further testing, the autopulse platform failed the load cell characterization check. The root cause was a defective load cell. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. The defective load cell was replaced to remedy the issue. Upon visual inspection, noticed a cracked front enclosure, likely caused by mishandling such as a drop. The damaged front enclosure was replaced to address the observed physical damage. Also, noticed a hole on the load plate cover that affects the watertight seal. The probable root cause for the observed physical damage was user mishandling. The load plate cover was replaced to address the damage. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was returned for preventive maintenance (pm) and during the functional testing, on march 25, 2021, the drive train motor brake was released continuously and the lcd screen was blank. In addition, the platform failed the load cell characterization test. No patient involvement.